Event description:
Title: powered stapler and polyglycolic acid sheet for pancreatic fistula after distal pancreatectomy author(s): masafumi imamura, et al. Citation: j gastrointest surg. 2024 dec;28(12):2008-2014. This study investigated the combined use of powered staplers and polyglycolic acid sheets to mitigate postoperative pancreatic fistula. This study retrospectively analyzed the data of 165 patients who underwent distal pancreatectomy between january 2013 and august 2023. This study compared the incidence of clinically relevant postoperative pancreatic fistula between patients treated without (group o, n = 50) and with powered staplers and pga sheets (group p, n = 115). Pancreatic resection was performed using both powered stapling systems (competitors signia, medtronic or powered echelon flex gst system; ethicon) and manual stapling devices (competitors endo gia tri-staple, medtronic or echelon flex gst system; ethicon) ¿ for the pancreatic stump, pga sheets (competitor neoveil sheet; gunze) were applied. Reported complications included postoperative pancreatic fistula n=? In conclusion, the combined use of powered staplers and polyglycolic acid sheets can significantly decrease the incidence of clinically relevant postoperative pancreatic fistula in patients with distal pancreatectomy.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.